Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. The patient's condition was unknown.

Event description:
Additional information received indicated that there was a reoccurrence of post-paced t-wave oversensing noted on the patient's implantable cardioverter defibrillator (ICD). Programming changes were made to resolve the issue, and the patient did not experience any consequences.